Event description:
The following information was reported: it was reported that a mynx ace vascular closure device was used to close a brachial artery. The device was deployed and hemostasis was achieved, however, it was noted by ultrasound that there was sealant present inside the brachial artery. The patient was subsequently taken to surgery for surgical removal of the mynx sealant from inside the artery. The patient was hospitalized as a result of the event. In the doctor's opinion, the event was caused by the mynx device/procedure because the sealant was placed intravascularly.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the most likely cause of the reported event was "off label use." Per the mynx ace IFU, the mynx ace is designed to achieve femoral artery hemostasis. The safety and effectiveness of mynx ace have not been established in a brachial artery. The cause of the occlusion was likely a result of the sealant misdeployment. A review of the lhr was not possible as the lot number was not provided. (B)(4).

Manufacturer narrative:
Based on the information provided, the most likely cause of the reported event was "off label use". Per the mynx ace instructions for use (IFU), the mynx ace is indicated for use to seal femoral arterial access sites. The safety and effectiveness of the mynx ace have not been established in pediatric patients or others with small common femoral arteries (<5 mm in diameter). The sealant misdeployment may have been caused by an occlusion.

Manufacturer narrative:
The investigation summary is being corrected. The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the most likely cause of the reported event was the use of the mynx ace vascular closure device outside of the instructions for use (IFU). Per the mynx ace IFU, the mynx ace vascular closure device is indicated for use to seal femoral arterial access sites. The sealant misdeployment may have caused an occlusion.